Event description:
The system acquired radiographic images while exposing pt to radiation. Upon completion of 5 "run" of imaging, it was noted the computers memory storage device did not record the imaging that was obtained. The images were lost. It has recently been determined that the case of the failure was the computer's power supply. Intermittently the power supply was unable to power all of the memory disk drives within the system. A suitable power supply has been found and all field units have been ungraded.